Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure which was completed as planned by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon functional analysis, fse identified the status of the error led indicator on the base station was flashing, the status of the wi-fi (led) indicator on the wireless footswitch was solid red, and the color of the battery indicator was green. The fse has discovered that the footswitch is experiencing a loss of synchronization with the wifi base. The cause of the wireless base station failure could not be conclusively determined by the supplier's part analysis; however, to resolve the issue, the fse replaced the wireless footswitch and base station. After replacement, the system was returned to good working condition. This event is not associated with any ongoing medical device correction. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.